Manufacturer narrative:
This event occurred in (B)(6). The customer last performed calibration on (B)(6) 2020. The customer's frequency of calibration is outside of the recommended specifications. Product labeling states "renewed calibration is recommended as follows: after 1 month (28 days) when using the same reagent lot. After 7 days (when using the same reagent kit on the analyzer). As required: e.g. Quality control findings outside the defined limits." Qc was acceptable. No issues were identified during a review of the alarm trace data. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas 6000 e 601 module. The initial result on the e601 module was 28.66 ng/ml. This result was reported outside of the laboratory. The sample was repeated on the e601 module with a result of 21.01 ng/ml. The sample was repeated again on a cobas e 411 immunoassay analyzer and the result was 18.32 ng/ml. The troponin t hs stat reagent lot number was 41679701 with an expiration date of 30-nov-2020.